Event description:
A CPAP pt claims that the pressure from their mask broke their tooth.

Manufacturer narrative:
The mask was not returned to resmed for evaluation. Resmed has requested all relevant information be provided so that further evaluation could be performed.